Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's personal profile settings. Customer's blood glucose (bg) level was 39-55 mg/dl. The customer consumed carbohydrates to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.